Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during laparoscopic low anterior resection, at the first firing, after connecting the reload to the handle and checking the opening and closing of the jaws, the device was handed to the doctor. When the doctor tried to fire, the device was unable to be fired. The surgeon was able to press the green button but was unable to squeeze the handle. The procedure was completed with another device. There was no patient injury.